Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the sense amp channel of the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.